Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump and the cable was bent. The customer reported that an alternate cable was not available to confirm the pump was able to be charged. There was no impact to customer's blood glucose.